Event description:
During preventative maintenance, gambro technical services (gts) diagnosed a leak to atmosphere from the air separator assembly. The air separator was replaced and returned to the MFR for failure investigation. No pt involvment was reported.